Event description:
Wheel fell off, my wife fell off while sitting on it and broke her arm'.

Manufacturer narrative:
There was no contact information provided in the report that medline received from amazon to follow up with the customer therefore no additional information is available to be obtained. Per the report 'wheel fell off, my wife fell off while sitting on it and broke her arm'. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.